Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement. The field service engineer (fse) confirmed the device fail operational check at defibrillation testing. The device needs a high voltage capacitor. (B)(4). Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement.